Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The customer requested deep disinfection to solve the reported problem. Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition livanova learned that the hydrogen peroxide (h2o2) level is checked daily during the week and that on sunday it is not checked. On sunday the h2o2 level is checked only if the machine needs to be used. As per device instruction for use the hydrogen peroxide level must be checked daily and if this is not applied the device must be drained. This deviation may have led/contributed to the reported contamination. If any additional information is provided, a follow up report will be submitted.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.